Manufacturer narrative:
This device is not available for testing and eval. Add'l info received will be submitted within 30 days upon receipt. This is one of two device associated with the reported event that were submitted under the following mfg number 1016427-2009-00201.

Event description:
The report received from the affiliate indicated that implantation of aaa (abdominal aortic artery) stent graft was being performed on an 80% occluded and moderately calcified lesion with heavy vessel tortuosity. The vessel just below the renal artery had acute (almost 45 degrees) bend, and also the external iliac artery was heavily tortuous and narrow. An endoleak (type 1) occurred after the stent graft (central diameter 26 mm, excluder, goatex) was implanted. As the endoleak could not be treated using the competitor's goatex aorta extender, a palmaz xl stent p4010 was used. While the p4010 was delivered mounted on the 4x25mm maxi ld balloon stent was caught in the sheath (18f st. Jude medical) and was stuck inside. The balloon catheter was pulled back, and the stent was dislodged into the sheath. After the stent was removed with the sheath, another p4010 was delivered using a new 18f sheath. However, the very same thing occurred again and the stent was dislodged into the sheath. Finally, two more goatex aorta extenders were used to treat the endoleak to some extent. The endoleak was not fully treated, but the procedure was completed by then. There was no pt injury and the pt was in stable condition following the procedure.